Manufacturer narrative:
The freestyle librelink complaint was investigation, and it was determined that there were no issues with the librelink application that would have led to the complaint. Customer complaint that the freestyle librelink application could not be launched on rooted phones was investigated. An attempt to replicate the issue was made using android configuration, and the complaint was able to be replicated. However, as stated in art39109, which contains compatibility information for freestyle librelink, rooted phones are not compatible with freestyle librelink 2.5.2 (B)(6) application. Therefore, the complaint is not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to open the freestyle librelink application after updating, and therefore being unable to monitor glucose levels. Customer experienced hypoglycemia and had contact with an hcp who provided unspecified treatment. There was no report of death or permanent injury associated with this event.